Event description:
It was reported that the stapler did not work. Did not allow activation. It was necessary to replace it with great difficulty for the surgeon and danger for the patient. No fragments were generated. The surgery was delayed by 30-minutes. The stapler was replaced. Larger resection to use a second stapler. Procedure: colon resection

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was received: what were the indications for surgery? Left hemicolectomy may we have additional details per the reported ¿larger resection required?¿ the fact that the stapler did not fire led the surgeon to disassemble the anastomosis, removing the head to make another anastomosis, at this point 4 cm lower, resecting an additional sigma twist. Is this referring to additional colon that was taken or was the surgical incision site extended? Additional colon picked up did they retain the anvil from the 1st device of the proximal portion of the colon of the 1st device and use it with the 2nd device? In the second attempt, a new stapler has been used and additional head, did they confirm anvil was attached and in the green zone? Yes, so much so that they could not detach it from the non-functioning stapler did the tissue compression scale backlight illuminate when the battery pack was fully inserted? Yes according to the hcp, may we have additional details regarding the ¿great difficulty for the surgeon and ¿danger for the patient?¿ the surgeon became afraid, the danger for the patient was that they had to dismantle the first anastomosis attempt and make a second anastomosis, a danger that did not lead to any consequences for the success of the operation. Did the patient receive and additional medical or surgical treatment? Just a couple of days of hospitalization more for just a security check. Was the post-operative care altered in any way? If yes, please explain. The patient is finally fine and the surgery was successful

Manufacturer narrative:
(B)(4). Date sent: 05/24/2022 h11: corrected data = investigation summary. Please see below. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The anvil was received with only anvil half washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the battery was installed the green checkmark was not illuminated, indicating that the device was not fired. During the functional test, the anvil was installed onto the trocar several times with no issue. A new washer was placed on the returned anvil and it was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the device was dry fire five times, the device did activate without any difficulties on each firing. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecured anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/17/2022. D4: batch # 129a85. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The anvil was received with only anvil half washer and there were staples present in the device. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the battery was installed the green checkmark was not illuminated, indicating that the device was not fired. During the functional test, the anvil was installed onto the trocar several times with no issue. A new washer was placed on the returned anvil and it was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecured anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.